Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: the distal section of the catheter is where the balloon component is located on the extraction balloon device. The balloon component is made from a material that is soft and flexible. The balloon component is cylindrical in shape and is secured to the catheter at both ends (balloon to catheter joints). The joints where the balloon is secured to the catheter remain intact, but the balloon material has split (i.e. Ruptured) near both joints entirely around the circumference, creating full separation of the balloon material from the extraction balloon device. The detached section of the balloon component (estimated to be 6.5mm in length) was not included in the return. Approx 1mm of balloon material is present at each balloon to catheter joint. The split areas on each end is jagged in appearance. A discrepancy or anomaly with the product that could have contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other occurrences of balloon material detachment. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: the laboratory evaluation confirmed the edges of the split areas are jagged in appearance. This is consistent with the info the initial reporter provided indicating the balloon component may have separated from the catheter during removal from the endoscope. The info provided indicated the balloon inflated properly prior to use. Therefore, the balloon was intact and functioning prior to advancement through the endoscope. Balloon material damage can occur if the balloon has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. Damage to the balloon material can occur if the balloon was inflated in excess of the recommended inflation volume. The instructions for use direct the user to attach the enclosed syringe to the stopcock (which is attached to the inflation port) to inflate the balloon. Damage to the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to gently withdraw the inflated balloon toward the papilla. The instructions for use contain the following warning: "do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy." Prior to distribution, all fusion quattro balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate internal personnel have been notified of the balloon material detachment in an effort to heighten awareness. A corrective action has been implemented in an effort to reduce occurrences of balloon rupture. This product was manufactured prior to implementation of this corrective action. Reference CAPA (B)(4). Balloon detachment represents an isolated occurrence. The likelihood of balloon detachment is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2010, the following info was provided to cook endoscopy: during the endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion quattro extraction balloon. The balloon was advanced over the wire guide in order to sweep the common bile duct (cbd) for stones. After one sweep of the duct, the balloon ruptured. Another extraction balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. On (B)(4) 2010, the device was returned for evaluation. Upon evaluation, we confirmed a section of the balloon material is missing from the extraction balloon device. Although the initial report indicated that no section of the device remained inside the pt, we contacted the initial reporter again to request the location of the missing balloon section. The info provided indicated the user was unaware of the missing balloon section and indicated the balloon component may have separated from the catheter during removal from the endoscope. No harm to the pt was reported. A section of the device did not remain inside the pt's body. The pt did not experience any adverse effects due to this occurrence.